Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized and was treated with unspecified anti-inflammatory drugs for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing during treatment. No additional information was provided because as reporter declined follow-up.